Manufacturer narrative:
Evaluation summary: previously addressed supplier issue. Evaluation: this femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some case a portion of the polyethylene on the device. Independent lab testing found that residue to be non-toxic. This condition was caused by a variability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer specification for polyethylene bags has been revised to ensure appropriate composition levels. All products in zimmer inventory that were packaged with the suspect raw material lot were reworked and a field communication was released to heighten the awareness of this potential issue.

Event description:
It was reported that during surgery in 2009, the implant was opened for surgery and discovered that the femoral bag was adhered to the device.